Event description:
Needle detached from thread when suturing during surgery x2. During surgery md was using a 3.0 vcv23 v.loc suture, he inserted the needle into the kidney and the needle separated from the thread. The needle and thread were removed and a second suture was handed to the surgeon. He commenced closing the defect and after a few continuous sutures, the needle after being introduced into the kidney. Separated from the thread again. The surgeon took time to locate the needle to no avail. Product defect resulted in radical nephrectomy. After kidney was removed, kidney was dissected and needle was intact. Unsure which two of the three provided lot numbers were associated with 2 needles that detached from thread; 3 suture total were used, 2 detached from needle, but unsure of which specific lot number were associated.